Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: stress marks observed on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Manufacturer narrative:
Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.